Event description:
It was reported that during new implant surgery a high impedance was seen. Per the report, all troubleshooting steps were performed including pin reinsertion and irrigation. The suspect lead was explanted and a back-up lead was implanted. The suspect lead was received for analysis. No other relevant information has been received to date.

Event description:
Device evaluation was completed.